Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that there was no display after starting. There was no reported patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to a loose cable. The reported problem was solved by the customer, after unplugging and replunging the screen cable, device was successfully returned to service. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after defibrillation started, there was no display, but there was an audible prompt. Patient use is currently unknown, however there was no reported patient harm. Additional details have been requested.